Manufacturer narrative:
(B)(4). Date sent: 6/21/2021. This is an analysis for one photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo contains different images with surgical instruments (graspers, suture and needles) manipulating tissue. In the first image fluid is observed. Based on the photos the event describe was confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.

Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the patient sustained a post operative leak after having a laparoscopic roux-en-y on may 7th. Echelon plus 60mm stapler with gst60g reloads and ech60r reinforcement strips were used for all firings on the gastric pouch. The patient required rehospitalization and revision surgery. An upper gi imaging was performed.